Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that the touchscreen froze and became unresponsive. Troubleshooting was performed and the touchscreen became responsive again. There was no reported impact to customer's blood glucose levels.